Manufacturer narrative:
Evaluation of the returned engine confirmed that the engine produced a noise level louder than usual and moved around on the table when powered on. During functional testing, the engine was powered on and a loud noise was observed, and the engine moved across the table due to the vibration. The engine housing was opened, and no damage was observed. The root cause of the vibration could not be determined. The engine was able to produce a vacuum pressure within specification. All vacuum indicator lights illuminated. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of excessive vibration. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra engine (engine). During the procedure, the engine made a loud noise and slid off of the back table onto the floor when it was powered on. Therefore, the engine was not used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and a stent retriever only since there was not another engine available. There was no report of an adverse effect to the patient.